Event description:
It was reported there was a system error. The programmer was returned for repair. There was no patient involvement.

Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis confirmed the reported event; programmer powered up with a system error. Analysis also found the ECG (electrocardiogram) connector on a printed circuit board assembly is loose and the system fan is noisy. (B)(4).